Manufacturer narrative:
Reference MFR report # 2916596-2016-02153 for the report of elevated ldh in (B)(6) of 2016. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016 the patient¿s lactate dehydrogenase (ldh) was elevated at 761 u/l. It was reported that on (B)(6) 2016, the patient had previously reported elevated ldh. An echocardiogram was performed at that time, but was reported as looking ¿fine¿. A submitted log file was reviewed by a representative of the manufacturer¿s technical services team, and the parameter trends observed were not suspect of pump rotor thrombus, but the representative advised that did not mean thrombus did not exist in the circulatory loop; however, the event history appeared normal. On 12/27/2016, it was reported that the patient had been admitted on (B)(6) 2016 with gastrointestinal (gi) symptoms and elevated ldh. The patient also had acute cholecystitis, and it was reported that liver enzymes were elevated. The patient developed multi-system organ failure and expired on (B)(6) 2016, after withdrawal of support. After the patient expired, a second log file was submitted due to suspicion of pump thrombus. The second submitted log file was reviewed by a representative of the manufacturer¿s technical services team, and there was no indication of pump thrombus present in the motor chamber.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. The report of suspected thrombus and specific causes for the reported elevated ldh could not be conclusively determined. Review of the submitted log files captured two events with elevated power and calculated flow levels, and numerous pi events. A specific cause for the two elevations in pump power and flow and the numerous pi events captured in the log files could not be determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.